Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight, ethnicity and race was not provided for reporting. This report is for unspecified reach j&j floss waxed mint. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with unspecified reach j&j floss waxed mint. The consumer reported that the metal cutter broke off, including some of the plastic from the dispenser insert. There was no adverse event associated with this event.